Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure observed during analysis. Final analysis found an insulation abrasion at 46.0 - 46.7cm from the connector pin. The damage was consistent with exposure to constant friction against another implantable device or heart feature.